Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an encoder that was out of phase. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor error and alarmed while performing the high pressure test. Troubleshooting was performed. Customer's blood glucose was 383 mg/dl, treated with manual injections. Attempted to perform the high pressure test, device failed. Device alarmed during the test and the device reset. Customer woke up to the motor error alarm. Customer did not recall any significant events that may have cause the alarm. Device was not exposed to an MRI. Customer does not use the sensor feature. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.